Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The customer from (B)(6) called about a problem with the display on his contour ts meter. During the call, it was determined that a number on the screen had missing segments. No adverse event was alleged. The customer declined the offer for meter replacement. The customer has been advised to return the meter for evaluation.